Event description:
It was reported the patient had "pain around the device". Follow-up attempts were unable to obtain additional information. No further patient complications were reported as a result of this event. The 6936 lead was returned to the manufacturer with no information, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary -(B) (4): inner insulation breached. Three segments of the lead were returned and analyzed.